Event description:
Event description cpi received information that this patient's endotak down-sized lead (0125) was removed from service because the insulation was found to be pulled back from the terminal pin. Another (0125) was implanted.